Manufacturer narrative:
Patient had devices implanted in 2001 and removed in 2013 (two devices per package, one for each fallopian tube). Devices were not returned to manufacturer for investigation. During the almost 11 years the devices were implanted, patient reported having "pelvic pains, abdominal pains, infections etc." Rwmic emailed patient and requested doctor diagnosis, no response as of 05/09/2016. Richard wolf medical instruments corporation (rwmic) is unable to confirm complaint. There has been one similar complaint on a similar device in the last fifteen years, mdr1418479-2016-00009. Richard wolf medical instruments corporation (rwmic) considers this report closed. If any new information is received a follow up report will be submitted. Not returned to manufacturer.

Event description:
Richard wolf medical instruments corporation (rwmic) received a voluntary event report (mw5060833) from the (B)(4)) on (B)(6) 2016. Patient reported having a tubal ligation in (B)(6) 2001 when devices were implanted (package contains two clips, one for each fallopian tube). Since the time devices were implanted, patient reported "pelvic pains, abdominal pains and infections etc". Patient had the devices removed in (B)(6) 2013, 11 years 8 months inside of patient.